Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the incision site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. The cause of the reported issue is unknown. However, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the report of erosion was not replicated, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported device erosion through the receiver site. However, the implanting clinician did not believe the device eroded through the skin and noted a suture was protruding. On (B)(6) 2025, x-rays were performed which revealed migration, antibiotics were prescribed, an explant procedure was performed, the receiver site was cleaned and cauterized, and a new neurostimulator was implanted. The patient was placed on IV antibiotics and will follow-up to remove the sutures.